Manufacturer narrative:
Continuation of d10: product ID: 97755-s, serial# (B)(6), product type: recharger. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). H3: analysis of the device, model # 97755-s, s/n (B)(6), revealed controller wont power on when recharger telemetry module (rtm) is plugged in. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was patient reported in the last three weeks they have had problem with charging the implant (ins), they get good and excellent but the ins is not charging. Patient stated that once the ins gets to 30% the ins will not charge anymore. Patient stated when they plugged the recharger into the controller the controller shuts off and screen goes blank and stops charging. Patient services specialist (pss) asked patient to inspect the recharger (rtm) for visible damage. Patient stated there is no visible damage on the rtm. Pss asked patient to inspect the controller port for damage and patient said there is no damage in the controller port. Patient stated the green light is solid on the controller when plugged into the outlet and controller charges up when plugged into the outlet. The issue was not resolved. Patient mentioned she is in pain because she is not able to charge the ins and needs the replacement soon.